Event description:
It was reported that the device would not operate on battery power. There was no report of patient involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac and dc source. There was no power on well #1. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.